Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer stated that the up volume button was stuck when he pressed it. He stated that the button was locked and caused the numbers to cycle until the device timed out and went blank. The customer's blood glucose was 126 mg/dl. He stated that he was mowing the lawn and turned on the sprinklers. He stated that he the insulin pump may have gotten wet. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the displacement, off no power alarm, operating currents, and self tests. No blank display was noted. The pump had intermittent button response due to corroded keypad traces. No moisture damage was found inside the pump. The pump was received with minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.